Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and the teflon pad was inspected and found it melted at its distal end. Approximately 1mm of fragment was missing, exposing metal. There were also a char marks observed on the non-insulated area of the jaw and the probe unit. Device passed the probe test and no error was observed. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
Olympus was informed that during a total vaginal hysterectomy procedure a probe damage error was displayed on the generator. The teflon pad tip was separated; however no metal was exposed. No device fragment fell inside the patient. The event occurred while the doctor was using cut/seal function of the device towards the end of the procedure. The device was inspected prior to use and no abnormalities were found. The intended procedure was completed using another thunderbeat device. No patient injury reported.